Event description:
Complainant alleged that during an attempted cardioversion of a pt (age and gender unknown), the device displayed an "error 44" message and would not charge. The clinicians obtained another device continued pt treatment. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.